Manufacturer narrative:
Part number # 107-70 is not distributed in the us; however is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube malformed during patient use resulting a saturation loss. Extubation of the tube was required. Reintubation of a replacement tube was performed and the tube was replaced without incident.